Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe esophageal spasms and mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation and a posterior stitch in the crura occurred without issue on (B)(6) 2017. Patient received a balloon dilation on (B)(6) 2017 with no evidence of problems endoscopically and no irritation or mucosal issues. Device explant due to esophageal spasms occurred on (B)(6) 2017; no tissue encapsulation was noted around 3 anterior beads which dr. (B)(6) believed to be a result of the dilation. A fundoplication (dor fundoplasty) was performed at the time of the explant. The patient had not had a return of spasms one week post device removal.